Event description:
Customer reported that a pt presented with a unilateral superficial wound infection at an unspecified time following total hip implant.

Manufacturer narrative:
H6. Conclsuion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.